Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the pvl was unable to be determined. However, per report, the patient¿s hemodynamic instability persisted post valve deployment, despite the fact that the mitral insufficiency improved from a grade 4 to grade 2. The patient expired.

Event description:
As reported by the edwards european affiliate, during a valve in ring (sapien 3 in 30mm physio mitral ring) tavr procedure in the mitral position via transseptal approach, post deployment of the valve the patient developed pvl. The patient had undergone several operations and was receiving high doses of catecholamines. A replacement of the mitral ring was needed (vir) due to mitral regurgitation grade 4. A doctor from another hospital had recommended a 26 sapien xt valve, however, as a sapien xt kit was not available and the patient appeared to be deteriorating, it was decided to implant a 26mm sapien 3 valve via transseptal approach. The sapien 3 valve was implanted without problems and the skirt of the sapien 3 appeared to be sealing well. The mitral insufficiency (pvl) was reduced from grade 4 to grade 2 (cranial side) but despite the use of the impella device, the extremely high need of catecholamines could not be reduced and the patient expired.